Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30433339m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for atrial flutter (afl) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient had a drop in blood pressure when the physician was creating a map before any ablation was completed. The pericardial effusion was confirmed on intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and 1 liter of fluid was removed. The patient was reported to be in stable condition. The physician could not confirm the cause of the injury. There was no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.